Event description:
Information received by medtronic indicated that the customer reported a insulin pump low battery life and reported a crack on the pump. Troubleshooting was performed and found that the insulin pump had a low battery alert prior to replace battery now alarm in the alarm history. Also, found crack on the pump from top to the bottom and stated no damage to retainer ring. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and the pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer returned device for alleged cosmetic damage at the top to the bottom and unexpected battery power loss found on (B)(6) 2022. The device passed the displacement test, active current test, and self test. The device failed the sleep current test. Test p-cap locked properly into the reservoir compartment. No battery alerts, alarms, or anomalies noted during testing. Successfully downloaded device history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No relevant battery alerts, alarms, or anomalies found in the history files or traces. Device was cut open to perform visual inspection and found moisture damage on the electronic assembly, and force sensor. The following were also noted during visual inspection: scratched case, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, cracked case, pillowing keypad overlay, stained keypad overlay, and corroded battery tube. Cosmetic damage was confirmed at the top to the bottom. High sleep current measurement and unexpected battery power loss were confirmed due to moisture damage on electrical board 1 at the connector. Moisture damage was confirmed found on the connector of electrical board 1, force sensor, and battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.